Event description:
Pt underwent mr arthrogram on (B)(6) 2017 with right hip injected with omnipaque 300 ((B)(4)). Ge healthcare (B)(4) plus naropin 0.5% (B)(4) app fresenius (B)(4); plus, third agent magnevist ndc (B)(4) bayer lot # 53540d and utilizing the percust arthrogram tray (B)(4) exp june 2019 and has been admitted to (B)(4) medical center with a septic hip on (B)(6) 2017. Dose or amount: 10 ml, frequency: once, route: intra-articular, 5 ml, once, intra-articular.